Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire service dept. Received the suspect component and performed an evaluation. The reported issue was duplicated. The root cause was determined to be bad characterize fcv and exv.